Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a scheduled follow-up, the left ventricular lead exhibited capture anomalies. The physician reprogrammed the device and would plan a future revision date. The patient was in good condition.